Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding / heavy abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("urinary/ bladder problems"), mental disorder ("psychological / psychiatric problems") and hypersensitivity ("allergy symptoms") and was found to have hormone level abnormal ("hormonal changes"). Essure was removed. At the time of the report, the pelvic pain, medical device discomfort, genital haemorrhage, menstrual disorder, bladder disorder, hormone level abnormal, mental disorder and hypersensitivity outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, medical device discomfort, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant was scheduled to undergo a salpingectomy in 2018 with her pre-operative assessment booked for (B)(6) 2018. Due to extenuating personal circumstances, the claimant left south england and relocated to the north on (B)(6) 2018. The claimant is now awaiting further medical investigations and for revision surgery to be planned. On (B)(6) 2021 the claimant reported that essure removal surgery was delayed due to covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated pregnant was updated from unknown to no; event added allergy symptoms, urinary was added to event bladder problems, heavy abnormal bleeding was added to event abnormal bleeding, psychiatric problems was added to event psychological problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. On 11-may-2020: no new clinical information provided based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("bladder problems") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal changes"). At the time of the report, the pelvic pain, medical device discomfort, genital haemorrhage, menstrual disorder, bladder disorder, hormone level abnormal and mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hormone level abnormal, medical device discomfort, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant was scheduled to undergo a salpingectomy in 2018 with her pre-operative assessment booked for (B)(6) 2018. Due to extenuating personal circumstances, the claimant left plymouth and relocated to west yorkshire on (B)(6) 2018. The claimant is now awaiting further medical investigations and for revision surgery to be planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: the case (B)(4) (MFR# 2951250-2020-08216) was identified as a follow-up of this case. Therefore, the case (B)(4) was deleted from argus database. Reporter's information updated. Essure start date and information regarding planned removal added. New events added: severe discomfort, abnormal bleeding, changes to menstrual cycle, bladder problems, hormonal changes and psychological problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, heavy menstrual bleeding, suprapubic pain, urgency urination, flank pain, pyelonephritis, uti, dysuria, feeling unwell, suicidal ideation, bladder infection, depression, anxiety, otitis, anxiety, uti, recurrent abortion, multi gravida, lower abdominal pain, backache, postpartum depression, parity 3, groin pain, flank pain, cystitis and uti. Previously administered products included: mirena. Concomitant products included pregabalin, zapain (codeine phosphate;paracetamol), phenoxymethylpenicillin, diazepam, propanolol [propranolol], omeprazole, ibuprofen and fluoxetine. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding / heavy abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("urinary/ bladder problems"), mental disorder ("psychological / psychiatric problems"), hypersensitivity ("allergy symptoms"), device intolerance (" inability to tolerate the device"), dyspareunia ("dyspareunia "), heavy menstrual bleeding ("menorrhagia "), constipation ("constipation") and post procedural haemorrhage ("d lost a lot of blood during the surgery") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcomes for pelvic pain, medical device discomfort, genital haemorrhage, menstrual disorder, bladder disorder, hormone level abnormal, mental disorder, hypersensitivity, device intolerance, dyspareunia, heavy menstrual bleeding, weight increased and constipation were unknown. The reporter considered bladder disorder, constipation, device intolerance, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device discomfort, menstrual disorder, mental disorder, pelvic pain, post procedural haemorrhage and weight increased to be related to essure administration. The reporter commented: her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant was scheduled to undergo a salpingectomy in 2018 with her pre-operative assessment booked for (B)(6) 2018. Due to extenuating personal circumstances, the claimant left south england and relocated to the north on (B)(6) 2018. The claimant is now awaiting further medical investigations and for revision surgery to be planned. On (B)(6) 2021 the claimant reported that essure removal surgery was delayed due to covid-19 pandemic. Insertion date updated from (B)(6) 2016 to (B)(6) 2016 left: 3 coils; right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2016: both coils extend from the endometrial cavity across the utero-serosal junction and both are therefore in optimal position . Normal appearances of the uterus and both ovaries. Conclusion. Both essure coils are in optimum position. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Events menorrhagia, weight gain , constipation, inability to tolerate the device & post procedural bleeding were added. Medical history , lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("bladder problems") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal changes"). At the time of the report, the pelvic pain, medical device discomfort, genital haemorrhage, menstrual disorder, bladder disorder, hormone level abnormal and mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hormone level abnormal, medical device discomfort, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant was scheduled to undergo a salpingectomy in 2018 with her pre-operative assessment booked for (B)(6) 2018. Due to extenuating personal circumstances, the claimant left south england and relocated to the north on (B)(6) 2018. The claimant is now awaiting further medical investigations and for revision surgery to be planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.